Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal article review: the article was based on a study of 52 patients treated between june 2011 and december 2016 using a high-frequency vibration device for chronic total occlusions. Thirty-eight patients had highly calcified chronic total occlusions, seven patients had stent placement prior to the procedure, and seven patients had stent placement during the procedure. The chronic total occlusions were located at various levels from the iliac to the femoral popliteal to below the knee. Overall procedural success was achieved in 47 of the 52 patients, 87% of highly calcified lesions, and 100% of pre-and instant chronic total occlusions. One patient with fontaine stage IV peripheral arterial occlusive disease (tissue loss: ischemic ulcers and/or gangrene) had undergone a major amputation sometime after recanalization failure. One highly calcified lesion reported a puncture site hematoma which required prolonged hospitalization. Volpi, s., chouiter, a., saucy, f. Et al. Eur radiol (2018) 28: 4792. Https://doi.org/10.1007/s00330-018-5479-y.

Event description:
It was reported in an article in european society of radiology titled ¿percutaneous initial intraluminal assisted recanalization (pilar technique) of challenging chronic total occlusions using a high-frequency vibration device¿ a study was performed in 52 patients over a five-year period with a 90% overall success rate for arterial vessel patency. Some complications reported: patient with stage IV fontaine disease resulting in an amputation sometime post recanalization failure, prolonged hospitalization due to hematoma at access site. The study concluded the high-frequency catheter system was a safe first line strategy to facilitate the recanalization of challenging chronic total occlusions with the potential benefit of obtaining an intraluminal recanalization. Current patient status is unknown.